Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to deploy the suture and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using three proglide devices. Reportedly, the sutures of two proglide devices were successfully pre-placed using a pre-close technique via a 6f sheath prior to an impellae intervention; however, when attempting knot tying/knot advancement the suture came out of the anatomy with the knot intact on both proglide devices. A third proglide device was attempted to be placed; however, when harvesting the proglide sutures, the suture was pulled out of the artery with the knot intact. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.